Event description:
Affiliate reported that the tip of the sensor broke when the sensor was removed. The broken tip remains in the patient's body. The surgeon commented that friction was felt when the sensor was removed. The sensor tip got stuck with the titanium plate which was implanted near the sensor during removal.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.